Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the ok and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, there was a white spot under the pump display screen lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the buttons were not responding and required multiple presses. The issue reportedly started with the up button but the ok button also became unresponsive. The patient reportedly wore the pump in a pump skin attached to a belt and cleaned the pump with a damp cloth.